Event description:
It was reported that following the implant, the device was checked, and the atrial lead exhibited undersensing. The atrial lead sensitivity was reprogrammed, and the lead appeared to be functioning appropriately, so the sensitivity was programmed back to the previous setting, and the undersensing resumed. A lead dislodgement was suspected, but x-ray did not confirm these suspicions. The physician decided to wait two hours, then reprogrammed the lead sensitivity and checked the lead once more. The lead appeared to be functioning normally. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pacing lead - 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.